Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Since (B)(6) 2015, rv capture threshold consistently measures greater than 2.5 v. Beginning (B)(6) 2016, v sensing integrity counts up to 160184. Oversensing not observed in egm data. One episode with appropriate shock collected in s2d data.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high sensing integrity counter (sic) possibly due to t-wave oversensing (twos) and/or double counting. The lead was reprogrammed. Further investigation revealed high thresholds and a loss of capture at max outputs for both the rv and atrial leads, and it was determined that both leads had dislodged. The rv lead was explanted and replaced, and the atrial lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.